Event description:
On (B)(6) 2010, the patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010; however, the patient refused to answer the follow-up questions and disconnected the call. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began at an unspecified time on (B)(6) 2010. The patient reported blood glucose results of "130 and 250 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated he manages his diabetes with insulin (no adjustments); however, the patient denied making any changes to his diabetes regimen after the alleged issue began. Per csr documentation, after the alleged issue, the patient claimed he felt shaky; however, it is not clear when the symptom began. The patient denied receiving any treatment following the reported meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. In addition, the csr noted that the patient did not have control solution at the time of the call to test the reported products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, upon discharge, the procedure was documented as a "complete success. During a follow-up visit on (B)(6) 2008, the patient complained of experiencing "partial obstruction - voiding".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4).the patient called lfs again on (B)(6), 2010, to report the same inaccuracy issue with the reported meter. He indicated that the alleged issue started on (B)(6), 2010, when he first got the meter. The patient reported blood glucose results of "329, 304, 328, and 286 mg/dl" with a lifescan meter, performed within 20 minutes of each other. It is unclear what date/times the actual results were obtained. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. As a result of the alleged issue, the patient mentioned that he had given himself more insulin which he did not need. The patient claimed that his sugar dropped down to "30 something" mg/dl, and "nearly passed out." He also mentioned that he developed a symptom of sweating. Due to the symptoms, the patient ate sugar to bring his blood glucose level back up. On (B)(6), 2010, the patient tested his blood glucose on a friend's unidentified one touch meter that he described as being a "square one." He reportedly obtained results of "116, 116, and 117 mg/dl." Based on the new, additional information provided, this complaint will remain classified as an adverse event.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
While being used on a patient, hospital staff observed that the device was infusing too quickly. Subsequent testing by the biomed technician indicated a free flow condition during a flow rate test. No indicated or documented patient injury.